Event description:
A caller reported encountering a minimum fill notification while using their insulin pump. Despite the issue, there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support guided the caller through cleaning the pump and instructed them to replace the cartridge. Initial attempts to reload the same cartridge were unsuccessful. However, the issue was resolved after loading a second cartridge following proper techniques, enabling the caller to resume insulin usage successfully.